Manufacturer narrative:
Please note the hde number for this device - h230007 this event is related to a post-market clinical study 'protect' and reported retrospectively. The manufacturing records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. Patient is a 52-year-old male who had an amds5540-de implanted on (B)(6) 2020. Adverse event # 4 is reported as ¿the infection parameters of unknown origin rose again, with alternating attacks of fever, therapy with vancomycin and meropenem¿ with an onset date of 19jun2020 (4 days post-op) and end date of (B)(6) 2020. The event was not expected. The event was deemed ¿unlikely¿ related to the amds device and ¿possibly¿ related to the implant procedure. No pre-existing condition or acute disease was identified that caused or contributed to the event. The event led to a serious adverse event due to ¿medical or surgical intervention to prevent permanent impairment of a body structure or function.¿ the patient was already hospitalized with and unknown hospital discharge date. Medical treatment was provided; the event outcome was documented as resolved and the patient was discharged on (B)(6) 2020. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Any alleged infection is unlikely related to the device, because amds undergoes a validated terminal sterilization step during manufacturing. Of note ¿infection (e.g., local, systemic, prothesis)¿ is listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Manufacturer narrative:
This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on 09/04/2025, protect study patient experienced ¿alternating attacks of fever, therapy with vancomycin and meropenem¿, on (B)(6) 2020. The patient required "medical or surgical intervention to prevent permanent impairment of a body structure or function".